Event description:
It was reported that product was tested and everything was ok. Catheter was passed and during flush, it was verified that catheter was leaking. Catheter was already in the patient and it was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.